Event description:
Mother reported, the insulin delivery of the infusion device is too low and this has resulted in elevated blood glucose levels. Mother switched pt to a different infusion device and delivered insulin to treat hyperglycemia, and his blood glucose returned to a normal level. The infusion device was requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.